Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter." Correction: a,d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that a pediatric urology nurse sent an email reporting that the nurse had been contacted by one of the patient's parent stating that they had been facing issues with the size difference in different boxes of 6ch hydrosil pediatric -62606p. Some photos are attached to illustrate the issue (batch# judy0063). Per follow-up information received from ibc on 21mar2023, stated that the lot number was judy0063, but stated that this issue was present in most boxes and there was a size discrepancy. On discussing with customer, they stated that another patient also had mentioned this issue (batch# unk). They would clarify this as this patient was currently an inpatient. There had been no immediate harm but potentially there would be if the parent inserted a catheter which was not the appropriate size. This catheter was primarily the main catheter the customer used when starting to teach parents about catheterisation on their new babies. This obviously was very worrying and the customer would have to look at alternative catheters. Per follow-up information received from ibc on 28mar2023, stated that following discussion with the other parent, they had not noticed any difference in catheter sizes. The parent stated that their husband has noticed. The representative have just advised to look from now on and see if there was any difference. The first complaint was for a male child, their weight was 3.8kg and they were 16 weeks old.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Wash your hands thoroughly with soap and water. 2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 4. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. 5. Wash the area around the meatus before catheterizing. 6. Wash your hands again. 7. Using the catheter." Correction: a,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a pediatric urology nurse sent an email reporting that the nurse had been contacted by one of the patient's parent stating that they had been facing issues with the size difference in different boxes of 6ch hydrosil pediatric -62606p. Some photos are attached to illustrate the issue (batch# judy0063). Per follow-up information received from ibc on 21mar2023, stated that the lot number was judy0063, but stated that this issue was present in most boxes and there was a size discrepancy. On discussing with customer, they stated that another patient also had mentioned this issue (batch# unk). They would clarify this as this patient was currently an inpatient. There had been no immediate harm but potentially there would be if the parent inserted a catheter which was not the appropriate size. This catheter was primarily the main catheter the customer used when starting to teach parents about catheterisation on their new babies. This obviously was very worrying and the customer would have to look at alternative catheters. Per follow-up information received from ibc on 28mar2023, stated that following discussion with the other parent, they had not noticed any difference in catheter sizes. The parent stated that their husband has noticed. The representative have just advised to look from now on and see if there was any difference. The first complaint was for a male child, their weight was 3.8kg and they were 16 weeks old.

Event description:
It was reported that a pediatric urology nurse sent an email reporting that the nurse had been contacted by one of the patient's parent stating that they had been facing issues with the size difference in different boxes of 6ch hydrosil pediatric -62606p. Some photos are attached to illustrate the issue (batch# judy0063). Per follow-up information received from ibc on(B)(6) 2023, stated that the lot number was judy0063, but stated that this issue was present in most boxes and there was a size discrepancy. On discussing with customer, they stated that another patient also had mentioned this issue (batch# unk). They would clarify this as this patient was currently an inpatient. There had been no immediate harm but potentially there would be if the parent inserted a catheter which was not the appropriate size. This catheter was primarily the main catheter the customer used when starting to teach parents about catheterisation on their new babies. This obviously was very worrying and the customer would have to look at alternative catheters. Per follow-up information received from ibc on (B)(6) 2023, stated that following discussion with the other parent, they had not noticed any difference in catheter sizes. The parent stated that their husband has noticed. The representative have just advised to look from now on and see if there was any difference. The first complaint was for a male child, their weight was 3.8kg and they were 16 weeks old.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.